Manufacturer narrative:
This report is a duplicate of the manufacturing report number 1416980-2018-08046. All relevant information will be captured under 1416980-2018-08046. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked from an unspecified location. This occurred during peritoneal dialysis therapy, priming step. The patient started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.